Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that occlusion of the probe occurred with consequent overheating and the patient experienced a corneal burn. The procedure was completed with the same probe. The patients current condition is unknown. Additional information and product sample have been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The ophthalmic surgeon indicated that the corneal burn occurred during sculpting. The burn resulted in wound leakage, intraoperative hypotony and iris prolapse requiring three sutures and three additional interventions to add sutures postoperatively. Postoperatively the patient has experienced persistent irregular astigmatism, corneal opacity and corneal ectasia. Further treatment is planned and includes suture removal and astigmatism correction.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).